Event description:
As reported in a literature article (limbucci, n. Et al. (2014). Y-stent assisted coiling of bifurcation aneurysms with enterprise stent: long-term follow-up. Neurointervent surg, 0, 1-5. Doi:10.1136/neurintsug-2014-011483). There was subarachnoid hemorrhage and an intraparenchymal hemorrhage due to aneurysm perforation during placement of the first coil (details unknown). In this case, the first enterprise stent (details unknown) bulged inside the aneurysm during catheterization of the second branch, and it tightly jailed the echelon 10 microcatheter (details unknown) against the aneurysmal wall so the coil had insufficient space to deploy and perforated the sac. The patient had good clinical recovery and residual lateral hemianopsia at follow-up. The article discussed a retrospective review of 52 consecutive patients treated with stent-assisted coiling with placement of enterprise stents in a ¿y¿ configuration from (B)(6) 2010 to (B)(6) 2013. The aneurysms were unruptured in all except 5 patients. Treated aneurysm were located in the middle cerebral artery (20 cases), anterior communicating artery (14 cases), basilar tip (11 cases), carotid tip (2 cases), or vertebrobasilar junction (1 case). The mean aneurysm diameter was 10mm and the mean neck diameter was 5.2mm. In all cases, the neck was wide with a dome to neck ratio below 1.5. The chosen bifurcation branch was catheterized with a prowler select (details unknown), and the aneurysm was catheterized with an echelon 10 microcatheter. The stent was deployed, partially covering the neck of the aneurysm, and the other bifurcation branch was catheterized crossing the interstices of the stent. After stenting, the aneurysm was coiled with a variety of bare platinum coils (details unknown), usually using the jailing technique. The patients were discharged on double antiplatelet therapy for 6 months and life-long acetylsalicylic acid.

Manufacturer narrative:
As reported in a literature article (limbucci, n. Et al. (2014). Y-stent assisted coiling of bifurcation aneurysms with enterprise stent: long-term follow-up. Neurointervent surg, 0, 1-5. Doi:10.1136/neurintsug-2014-011483) there was subarachnoid hemorrhage and an intraparenchymal hemorrhage due to aneurysm perforation during placement of the first coil (details unknown). In this case, the first enterprise stent (details unknown) bulged inside the aneurysm during catheterization of the second branch, and it tightly jailed the echelon 10 microcatheter (details unknown) against the aneurysmal wall so the coil had insufficient space to deploy and perforated the sac. The patient had good clinical recovery and residual lateral hemianopsia at follow-up. The article discussed a retrospective review of 52 consecutive patients treated with stent-assisted coiling with placement of enterprise stents in a ¿y¿ configuration from (B)(6) 2010 to (B)(6) 2013. The aneurysms were unruptured in all except 5 patients. Treated aneurysm were located in the middle cerebral artery (20 cases), anterior communicating artery (14 cases), basilar tip (11 cases), carotid tip (2 cases), or vertebrobasilar junction (1 case). The mean aneurysm diameter was 10mm and the mean neck diameter was 5.2mm. In all cases, the neck was wide with a dome to neck ratio below 1.5. The chosen bifurcation branch was catheterized with a prowler select (details unknown), and the aneurysm was catheterized with an echelon 10 microcatheter. The stent was deployed, partially covering the neck of the aneurysm, and the other bifurcation branch was catheterized crossing the interstices of the stent. After stenting, the aneurysm was coiled with a variety of bare platinum coils (details unknown), usually using the jailing technique. The patients were discharged on double antiplatelet therapy for 6 months and life-long acetylsalicylic acid. The device was unavailable for analysis. No sterile lot number was reported thus no DHR could be conducted. Deployment difficulty ¿ inaccurate placement is a known potential product malfunction and intracranial hemorrhage is a known potential adverse event associated with the placement of intracranial stents and they are listed in the enterprise IFU as such. All products are 100% inspected prior to leaving the manufacturing facility and there is no evidence of a manufacturing related issue. Several cautions are listed in the IFU to assist in accurate placement of the stent. Review of the limited information does not allow for an accurate assessment of root causes for the reported events; however, parent vessel characteristics, aneurysm characteristics and intraprocedural issues may have contributed to the events. This is an initial/final report. No sterile lot number provided therefore the UDI# cannot be determined. Concomitant medical products and therapy dates: echelon 10 microcatheter (details unknown); first coil (details unknown); prowler select (details unknown); bare platinum coils (details unknown).